Event description:
Asr revision reported via sales rep, left. Reason(s) for revision : ae / metallosis / elevated serum levels of cobalt. Awaiting resolution, moderate severity, serious, definitely device related and definitely not procedure related. Treatment: patient will require revision. Update 4 nov 2014 - der rcvd for confirming revision surgery has now taken place. Dor updated to 4 nov 2014. Added fluid as a reason for revision. Added patient dob, activity level, weight and height. Also added sales rep information. Update rec'd 11/10/2014- clinical report received. Patient revised to address adverse local tissue reaction. Cup, head, asr sleeve and stem are now being reported. This complaint was updated on 11/17/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).